Event description:
Technician alleged the trendelenburg does not stay in place when it is engaged. No pt impact.

Manufacturer narrative:
The technician found the cause to be faulty gas springs. The technician replaced the gas springs to resolve the issue.